Event description:
It was reported that a pump inverted in the pocket. No specifics regarding the date or conditions of the pump inversion were reported. The device system was used to deliver clonidine and morphine. No additional information was available at the time of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009-(B)(6), (B)(4).

Event description:
Additional information: since the time of implant, the pump would flip in the pocket; it was thought that it was because when it was put in that it wasn¿t sutured well enough. Because of this, at times, the patient had a hard time connecting with the ptm (personal therapy manager) to administer a bolus. The patient got an external antenna to help with the issue. At refills, the physician would ¿just turn it and fill it¿. Per the reporter, the physician didn¿t seem too concerned about it. They didn¿t want to do a revision to fix the issue because they were expecting to need a routine replacement in 16-18 months, so they would rather wait. The pump had previously delivered only morphine; over time they added clonidine and baclofen, so at the time of this reported it was delivering all three medications.